Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device filters were clogged, black particles were observed, and the patient stated the machine gets cloudy. The patient alleges headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, the investigator was not able to confirm the reported complaints. There was no problem found during the investigation of the device. The device was scrapped.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.